Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the damaged housing, damaged vent bands, on the power module (pm) (serial #(B)(6)) was confirmed. The pm was returned to the european distribution center (edc) for evaluation and testing. The pm booted up as intended. During functional testing there was an incidental finding of the fan not powering on and a yellow wrench alarm was observed while connected to the load box fixture. The issue was isolated to the main print circuit board (pcb) which was replaced, resolving the yellow wrench alarm. The bottom cover and vent bands were replaced and the pm was returned to the rental pool. The replaced main pcb was returned to product performance engineering (ppe) for further testing. The previously observed yellow wrench alarm was unable to be reproduced and the fan activated as expected during testing. A root cause for the reported event was unable to be conclusively determined. The device history records was reviewed for the power module (serial #(B)(6)) and was found to have passed all manufacturing and qa specifications. The heartmate power module instructions for use (IFU) , sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿ instructs users on how to handle yellow wrench and red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during analysis of the power module at the european distribution center (edc) some damages were noted. The bottom cover had some cracks, the battery was short dated, and the rubber vent bands were withered.